Event description:
Paramedics responded to a person found unresponsive. Family members were performing CPR upon arrival of the paramedics. The pt was diagnosed as in what was described as very fine fibrillation. Three shocks were administered. Allegedly, there was no energy delivered to the pt. This opinion was based on the lack of expected muscular response. The operator also said the defibrillator "didn't sound or feel right". A second model 10 defibrillator/monitor/pacemaker was made available and used to deliver another three shocks. Allegedly, there was no energy delivered to the pt. This opinion was based on the lack of expected muscular response as well as the sound and feel of the defibrillator. The pt was not resuscitated. The reporter indicated that the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the assessment of the pt's condition and lack of viability. The pt was said to have been drinking heavily prior to the reported event.